Event description:
Nurse followed manufactured removal of an intraosseous vascular access on the right humerus. When rn started to remove the catheter, the hub broke off from the catheter. Rn used a kelly straight forceps to hold the needle in place and called for md. Md pulled out the catheter: upon examination, catheter removed was 1/2 way bend. During the removal of the intraosseous needle, linear 2.8 cm of the tip of the needle broke off in patient's right humeral neck.